Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The machine was removed from floor and parts were ordered. Additional attempts to the customer have been made with no additional information provided on resolution of machine.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed by fresenius or replicated in field testing. However, the facility reported that they replaced the whole air separator chamber which included valve 43 and replaced valve 30. The issue was resolved and the device was returned to service with no further issues. No parts were returned to manufacturer. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There hae been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.